Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited scratches on the probe unit of the distal end (c-body) . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the complaint indicated no problem was detected, either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.